Manufacturer narrative:
The reported issue was unconfirmed. The root cause could not be determined as the reported issue was not able to be duplicated. The device was evaluated and the reported issue was unconfirmed as the issue was reproduced. The root cause could not be determined as the reported issue was not able to be duplicated. No repairs were made. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the error "078" occurred in the arctic sun device. Device was replated and under investigation. Per follow up information received on 12oct2021, evaluation was conducted at the imi facility. Therapy completed with the second device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the error 078 occurred in the arctic sun device. The device was replaced and under investigation.